Event description:
It was reported that the patient presented for a routine generator change. During the check, the patient's advisory right ventricular (rv) riata lead was noted to have an externalized conductor. The observation was discussed with the patient and the procedure was cancelled and postponed for a future undetermined date. No anomalies were observed on the rv lead other than a variance in ventricular sensing trends.

Event description:
New information received confirms an insulation breach was observed on the right ventricular(rv) riata lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section d6b: date of explant should have been (B)(6) 2022.